Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation of ptc updated. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and it made her bleed consistently for two years (understood as genital haemorrhage). She also experienced chronic pelvic pain. Surgical removal of device was performed. Genital haemorrhage and chronic pelvic pain are anticipated events according to essure's reference safety information. After essure's insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded (related). In addition, non-serious events were reported. This case was regarded as incident because device removal was required. Since no product was provided and no batch number was provided, a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the lack of efficacy and reported events were caused by a potential quality defect. The updated technical analysis concluded a product quality detect could not be confirmed but is considered plausible. Upon receipt of follow-up information, this case became legal, thus further information will be obtained through the litigation process.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("bleed consistently for two years/abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "extra coil in one tube". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included joint ligament rupture and aching (l) knee. Concomitant products included cilest (ortho-cyclen) from 1998 to 2007 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced feeling abnormal ("brain fog") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). In (B)(6) 2014, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint aching/joint pain"), abdominal distension ("bloating"), breast disorder ("trader breasts"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), ear operation ("surgery (other) type of surgery: ears for headaches"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), galactorrhoea ("other injury(ies) or complication (s): lactating for 3years"), cardiac disorder ("blood or heart disorder/condition type"), uterine cervical pain ("cervical pain"), bladder disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginotis"), muscle spasms ("muscle cramp"), loss of libido ("loss of libido") and abdominal pain lower ("feeling like cramp"). The patient was treated with surgery (exploratory laparotomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal distension, breast disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, allergy to metals, ear operation, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder, fatigue, galactorrhoea, cardiac disorder, uterine cervical pain, abdominal pain, bladder disorder, blood disorder, headache, urinary tract infection, bacterial vaginosis and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal infection, nausea, dyspareunia, feeling abnormal, alopecia, mood swings, palpitations, muscle spasms and loss of libido had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, breast disorder, cardiac disorder, dysmenorrhoea, dyspareunia, ear operation, fatigue, feeling abnormal, female sexual dysfunction, galactorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: correct essure placement, total bilateral occlusion. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction done on (B)(6) 2018. As per internal review, the event feeling like cramp was re-coded to medra llt cramp in lower abdomen. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2134) on 31-oct-2015. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("bleed consistently for two years/abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "extra coil in one tube". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included joint ligament rupture and aching (l) knee. Concomitant products included cilest (ortho-cyclen) from 1998 to 2007 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced feeling abnormal ("brain fog") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). In (B)(6) 2014, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint aching/joint pain"), abdominal distension ("bloating"), breast disorder ("trader breasts"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), ear operation ("surgery (other) type of surgery: ears for headaches"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), galactorrhoea ("other injury(ies) or complication (s): lactating for 3years"), cardiac disorder ("blood or heart disorder/condition type"), uterine cervical pain ("cervical pain"), bladder disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginotis"), muscle spasms ("muscle cramp"), loss of libido ("loss of libido") and abdominal pain lower ("feeling like cramp"). The patient was treated with surgery (exploratory laparotomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal distension, breast disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, allergy to metals, ear operation, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder, fatigue, galactorrhoea, cardiac disorder, uterine cervical pain, abdominal pain, bladder disorder, blood disorder, headache, urinary tract infection, bacterial vaginosis and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal infection, nausea, dyspareunia, feeling abnormal, alopecia, mood swings, palpitations, muscle spasms and loss of libido had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, breast disorder, cardiac disorder, dysmenorrhoea, dyspareunia, ear operation, fatigue, feeling abnormal, female sexual dysfunction, galactorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: corret essure placement, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2134) on 31-oct-2015. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("bleed consistently for two years/abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "extra coil in one tube". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included joint ligament rupture and aching (l) knee. Concomitant products included cilest (ortho-cyclen) from 1998 to 2007 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced the first episode of feeling abnormal ("brain fog") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). In (B)(6) 2014, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint aching/joint pain"), abdominal distension ("bloating"), breast disorder ("trader breasts"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), ear operation ("surgery (other) type of surgery: ears for headaches"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), galactorrhoea ("other injury(ies) or complication (s): lactating for 3years"), cardiac disorder ("blood or heart disorder/condition type"), uterine cervical pain ("cervical pain"), bladder disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginotis"), muscle spasms ("muscle cramp"), loss of libido ("loss of libido") and the second episode of feeling abnormal ("feeling like cramp"). The patient was treated with surgery (exploratory laparotomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal distension, breast disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, allergy to metals, ear operation, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder, fatigue, galactorrhoea, cardiac disorder, uterine cervical pain, abdominal pain, bladder disorder, blood disorder, headache, urinary tract infection, bacterial vaginosis and the last episode of feeling abnormal outcome was unknown, the genital haemorrhage, vaginal infection, nausea, dyspareunia, alopecia, mood swings, palpitations, muscle spasms and loss of libido had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, breast disorder, cardiac disorder, dysmenorrhoea, dyspareunia, ear operation, fatigue, female sexual dysfunction, galactorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: corret essure placement, total bilateral occlusion quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received, event added are as follows- mood swing, uti, palpitations, bacterial vaginosis, muscle spams, loss of libido, feeling abnormal, events onset date, outcome and severity added. Concomitant drug and condition added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "extra coil in one tube". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included joint ligament rupture and aching (l) knee. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from 1998 to 2007 and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced feeling abnormal ("brain fog") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). In (B)(6) 2014, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced genital haemorrhage ("bleed consistently for two years/abnormal bleeding (general)"), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint aching/joint pain"), abdominal distension ("bloating"), breast disorder ("trader breasts"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), galactorrhoea ("other injury(ies) or complication (s): lactating for 3years"), cardiac disorder ("blood or heart disorder/condition type"), uterine cervical pain ("cervical pain"), bladder disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginotis"), muscle spasms ("muscle cramp"), loss of libido ("loss of libido"), abdominal pain lower ("feeling like cramp") and gingival bleeding ("bleeding gum"), was found to have hormone level abnormal ("hormonal changes") and underwent ear operation ("surgery (other) type of surgery: ears for headaches"). The patient was treated with surgery (exploratory laparotomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal distension, breast disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, allergy to metals, ear operation, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder, fatigue, galactorrhoea, cardiac disorder, uterine cervical pain, abdominal pain, bladder disorder, blood disorder, headache, urinary tract infection, bacterial vaginosis, abdominal pain lower and gingival bleeding outcome was unknown, the genital haemorrhage, vaginal infection, nausea, dyspareunia, feeling abnormal, alopecia, mood swings, palpitations, muscle spasms and loss of libido had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, blood disorder, breast disorder, cardiac disorder, dysmenorrhoea, dyspareunia, ear operation, fatigue, feeling abnormal, female sexual dysfunction, galactorrhoea, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hypersensitivity, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, nausea, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: corret essure placement, total bilateral occlusion. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event gum bleeding was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)). The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("bleed consistently for two years/abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "extra coil in one tube". Concomitant products included cilest (ortho-cyclen) from 1998 to 2007. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraines / headaches"), arthralgia ("joint aching/joint pain"), abdominal distension ("bloating"), breast disorder ("trader breasts"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), ear operation ("surgery (other) type of surgery: ears for headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight gain / loss specify which one"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), fatigue ("fatigue"), galactorrhoea ("other injury(ies) or complication (s): lactating for 3years"), feeling abnormal ("brain fog"), cardiac disorder ("blood or heart disorder/condition type"), alopecia ("hair loss"), uterine cervical pain ("cervical pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition") and headache ("headaches"). The patient was treated with surgery (exploratory laparotomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, arthralgia, abdominal distension, breast disorder, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, nausea, dysmenorrhoea, allergy to metals, ear operation, vaginal discharge, weight increased, weight decreased, gastrointestinal disorder, fatigue, galactorrhoea, feeling abnormal, cardiac disorder, uterine cervical pain, abdominal pain, bladder disorder, blood disorder and headache outcome was unknown, the migraine was resolving and the vaginal infection, dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, blood disorder, breast disorder, cardiac disorder, dysmenorrhoea, dyspareunia, ear operation, fatigue, feeling abnormal, female sexual dysfunction, galactorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: correct essure placement, total bilateral occlusion quality-safety evaluation of ptc: ptc global number 2015-049146. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received : new events added-abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), nickel allergy, surgery (other) type of surgery: ears for headaches, dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss, gastrointestinal or digestive system condition type, fatigue, weight gain / loss specify which one:, other injury(ies) or complication(s): lactating for 3years, brain fog, cervical pain, abdominal pain and extra coil in one tube, bladder or urinary problems or changes, blood or heart disorder/condition and headaches. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2134, awareness date (31-oct-2015). Then this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("bleed consistently for two years") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding during menstruation"), migraine ("migraines"), arthralgia ("joint aching"), abdominal distension ("bloating") and breast disorder ("trader breasts"). The patient was treated with surgery (surgical removal of essure on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, arthralgia, abdominal distension and breast disorder outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menorrhagia, migraine, arthralgia, abdominal distension and breast disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was satisfactory essure placement. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: essure implanted on (B)(6) 2009 for permanent contraception, hsg confirmed placement, surgically removed on (B)(6) 2016, reported events: chronic pelvic pain and abnormal bleeding during menstruation (bot new), all considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and it made her bleed consistently for two years (understood as genital haemorrhage). She also experienced chronic pelvic pain. Surgical removal of device was performed. Genital haemorrhage and chronic pelvic pain are anticipated events according to essure's reference safety information. After essure's insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded (related). In addition, non-serious events were reported. This case was regarded as incident because device removal was required. Since no product was provided and no batch number was provided, a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the lack of efficacy and reported events were caused by a potential quality defect. An updated product technical complaint is expected. Upon receipt of follow-up information, this case became legal, thus further information will be obtained through the litigation process.